Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty inserting a competitor right ventricular (rv) lead into the header of the cardiac resynchronization therapy defibrillator (crt-d). It was noted the implanter experienced some difficulty inserting the wrench kit through the grommet of the rv header connection. Eventually out of range impedance values were observed on the pace/sense and defibrillation coils. The competitor lead was reinserted into the header multiple times and eventually acceptable pace/sense impedance was noted, however, the rv coil impedance was still high. The device was not implanted and replaced with a competitor device. The physician suspected a possible setscrew issue and that the header bore may have had an inclusion that could have caused the lead to seat incorrectly. No patient complications have been reported as a result of this event.